Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - carbon target arm - ankle nail, cat#: 14-440050 lot#: ni, ankle locking nail 10 x 150mm, cat#: 14-440115 lot#: 663820, ti-dble lead cort 5.0x24mm scr, cat#: 14-405024 lot#: 153610 (qty 2), ti-dble lead cort 5.0x85mm scr, cat#: 14-405085 lot#: 819560, ti-dble lead cort 5.0x36mm scr, cat#: 14-405036 lot#: 671540, ti-dble lead cort 5.0x70mm scr, cat#: 14-405070 lot#: 425830, ti-dble lead cort 5.0x36mm scr, cat#: 14-405036 lot#: 680900. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the connecting bolt would not assemble to the nail easily during an ankle nail orif. Another connecting bolt was used without incidence to complete the procedure. No adverse events have been reported as a result of the malfunction.